Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: unknown femoral stem, unknown acetabular cup, unknown femoral head. It was reported that multiple devices were used during the procedure and may have cause or contributed to the adverse event. Zimmer biomet requested additional information on these devices from the customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision procedure due to instability. During the procedure, the acetabular liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown cup, unknown stanmore monoblock stem, unknown 'stanmore' non zimmer biomet head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Patient condition(lack of abductors) may have contributes to device failure . However a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.